Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
A malfunction was reported involving the medical device sq001ts - ennovate c set screw sterile. Specifically, it was reported that the implanted medical device was observed to have loosened postoperatively. No other adverse consequences or patient harm have been reported at present time. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).